Event description:
Per the clinic, the patient underwent surgery (B)(6) 2014 to thin the skin flap . The implanted device remains and the patient is successfully using the device.

Manufacturer narrative:
(B)(4). The implanted device remains.